Event description:
It was reported that the arctic sun device was unable to fill. A functional check showed the circulation pump would not generate pressure. The complainant requested part number and price for the circulation pump. Also, they would order and replace it onsite. The circulation pump was coming in for investigation and scrap. Per follow up via biomed on 02jun2021, repaired circulation pump onsite. No patient involved. Issue found during functional check. No further information available. Per sample evaluation, it was reported that the arctic sun device maintained a flow rate of 1839 l/min in bypass mode. Inlet pressure was -6.1 psi. Pump was running at speed 235 constantly and the pump motor was overheating. The pump head was replaced with a test pump head to achieve the negative inlet pressure, but the pump head and motor would be scrapped.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The test unit filled with no issues with the returned circulation pump installed in it. No air leaks were found. Maintained a flow rate of 1839 l/min in bypass mode. Inlet pressure is -6.1 psi. Pump speed running at 235 constantly. The pump motor is overheating. The pump head was replaced with a test pump head to achieve the negative inlet pressure, but the pump head and motor will be scrapped. The device underwent and passed all applicable testing. The device history record review and labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was unable to fill. A functional check showed the circulation pump would not generate pressure. The complainant requested part number and price for the circulation pump. Also they would order and replace it onsite.